Event description:
The facility reported an infusion pump that was overinfusing. The event was reported to have occurred during use. No information was provided on whether or not patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.